Manufacturer narrative:
The received sample was found in the opened original packaging including cover foil. It was very bent and it shows some residuals. The sample was visually inspected with the aid of a photomicroscope at various magnifications. The customer's complaint was not confirmed because the sample has some residuals and it is bent. After cleaning, the residuals were no more visible, the sample could be activated and it does open and close even though it is deformed. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection is performed for this product. A 100% inspection and a qc inspection in the production process ensure that a bent or an unclean instrument will be detected in production. Therefore, it can be concluded that the returned instrument has been used and bent by an external force during use. A manufacturing or design related root cause for the damage of the complained device has not been identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports from this reporter and reflects one of three unsatisfactory forceps. (B)(4).

Event description:
A nurse reported that three ophthalmic forceps tips would not open prior to vitrectomy surgery. A fourth pair of forceps were obtained in order to begin and perform the procedure. There is no patient impact associated with this report.